Manufacturer narrative:
The reported malfunction was observed during review of the activity logs and a video the customer sent of the reported issue. However, after extensive testing of the device and associated accessories, the reported problem could not be duplicated. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown) the device inappropriately reboot power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.